Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-02089. The patient has two scs systems(thoracic and occipital). It was reported the patient experienced intermittent and overstimulation with her thoracic system (date unknown). As a result, surgical intervention was undertaken on (B)(6) 2017 during which time the entire thoracic system was explanted.